Manufacturer narrative:
No product was returned however the pumps operators manual indicates (see user manual section - references) that the pump will alarm with various (error) codes which indicates a potential problem with the pump. The user manual also states (section watching power up: if an error code appears, the pump should be removed from use and returned for service.) The pump would need to be returned and investigated to determine if it was operating properly. At this point there is no evidence that the pump failed to meet specifications. No product was returned however the pumps operators manual indicates in section (watching power up that the liquid crystal display (lcd) needs to be (watched) following the installation of batteries into the pump. If nothing is seen in the display that could either indicate a problem with the lcd display or the improper installation of batteries into the pump (see section installing or replacing batteries). The pump would need to be returned and investigated to determine if it was operating properly. At this point there is no evidence that the pump failed to meet specifications. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump was sent for recalibration. Upon servicing of the device, it was noted that the pump was defective due to (vertical lines on liquid crystal display screen, error code and a missing syringe cap error). Pump was sent for repair. No patient injury was reported.